Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients device was beginning to erode through the skin and as a result the physician elected to explant all the leads, using one as a temporary pacing lead while waiting to perform an explant procedure. To date, no additional adverse patient effects have been reported.